Event description:
It was reported that the patient had a long standing infection of bacteremia which was presumed to be from pump pocket and chest that required multiple admissions over an 18 month period. The patient had clinical signs and symptoms of sepsis and the infection was treated with multiple rounds of intravenous antibiotics with oral chronic suppression.

Manufacturer narrative:
Event date is estimated to 18 months prior to (B)(6) 2022. (B)(6) 2022 event is reported in MFR # 2916596-2022-12205. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.